Event description:
It was reported in an abstract that a group of 57 patients (58 vertebrae) without neurological symptoms underwent a balloon kyphoplasty procedure (bkp) for the study. The patients were composed of 13 men (13 vertebrae) and 44 women (45 vertebrae) with the mean age at surgery of 75.4 years (range, 55 to 89). The mean length of hospital stay was 5.3 days. The postoperative follow-up period was 64.5 weeks. The treated levels were th10 (n=2, 3.4%), th11 (n=5, 8.6%), th12 (n=16, 27.6%), l1 (n=15, 25.9%), l2 (n=13, 22.4%), l3 (n=6, 10.3%), and l5 (n=1, 1.7%). The patients were assigned to the cleft (-) group (21 vertebrae) and the cleft (+) group (37 vertebrae), and comparatively examined (scheffe¿s test, p<(><<)>0.05). Cleft was defined as a clear translucent area on x or CT-image showing an air-like bone in the vertebral body. According to the abstract, cement infusion was insufficient because of "a possible leakage out of the vertebral body induced by excessive crash (in 2 cases)". No patient complications were reported. The type of cement used in this study was not specified in the literature abstract.

Manufacturer narrative:
Literature citation : okamoto, shunpei. "Balloon kyphoplasty for osteoporotic vertebral fracture with cleft". 1407-03; 2014 aug 14. Mean age at surgery of 75.4 years (range, 55 to 89). 13 men and 44 women. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.